Manufacturer narrative:
(B)(4). Correction: it was initially reported the device would not be returned. Subsequently, a device component was returned. Evaluation summary: the clip delivery system (cds) device was not returned, but a device component, lock line, was returned for analysis. Also, a photo was received from the account showing a knot in the lock line inside a plastic bag. During inspection of the lock line, a knot was identified approximately 4.5cm from one end of the line, confirming the reported knot. There was no other damage noted. As the remainder of the cds was not returned, the difficult to remove lock line could not be tested. . Potential causes for lock line knots resulting in difficulty removing the lock line are, but not limited to, manufacturing anomalies or procedural conditions/user technique during lock line removal. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including a final lock line inspection. There were no non-conformances issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There were reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, knots in the lock line may be influenced by user technique such as the unwrapping technique of the lock line, twisting of the lock lines prior to removal of the polyimide tubing and/or removal technique of the lock line. The information provided in the case details stated that there was no resistance noted during retraction of the lock lever and the lock line was confirmed to be free of knots prior to being pulled. It is possible that after the user verified that no knots were present, the lock line became twisted as it was being removed, such that a knot was formed and resulted in the difficult to remove; however, this cannot be confirmed. In this case, the difficulty removing the lock line was determined to be related to the knot in the lock line; however, the cause for the knot could not be definitively determined. There is no evidence of a product quality deficiency associated with this device.

Event description:
This is filed as the lock line of the clip delivery system (10313965/(B)(4)) became stuck upon removal. The lock line was pulled out with an unspecified device and is considered intervention to prevent injury. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and one clip was implanted reducing the functional mitral regurgitation (mr) grade from 3-4 to greater than 1. The patient was discharged 10 days post procedure. Two weeks post procedure, the patient was readmitted with a mr grade of 3 and in hypertensive crisis. Transesophageal echocardiogram confirmed the placement of the implanted clip was excellent. A new jet was observed, lateral of the implanted clip, and was most thought probably due to progression of disease. Per the physician, the hypertensive crisis was related to a preexisting medical condition and not associated with the clip or procedure. On (B)(6) 2014, a second mitraclip procedure was performed. The clip delivery system (10313965/(B)(4)) was introduced into the anatomy and the clip was deployed according to the instructions for use. During the testing of the lock line, each end was tested and no obvious knots were visible. After pulling the lock line approximately 4cm, it became stuck. A knot was visible in the lock lever channel. The lock lever was opened with an unspecified tool and the lock line was then able to be removed. The clip was implanted reducing the mr grade from 3 to 2. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.